Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had a loss of therapeutic benefit. The had a return of urinary frequency and was going to the bathroom a lot. They didn't think the implant was working. They couldn't feel the stimulation and the therapy was on. They recently had a hip surgery on the right side of their body, which could have been related to the issue. It was noted that the implantable neurostimulator (ins) was on the left side of their body. After adjusting the stimulation from program 1 on 3.0 v to 3.7 v, they felt stimulation in the correct area. They were going to monitor the symptoms and would follow-up with a healthcare professional (hcp) at their appointment the following week. This issue started around (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the return of urinary frequency was not determined. Maybe glucosuria. The device was check and the program was changed on (B)(6) 2017.